Manufacturer narrative:
(B)(4). Concomitant medical products - tm monoblock natural cup/ pn 000-7260-052-32/ ln 61309627, tm primary stem/ pn 00-7864-012-20/ ln 61209287, cocr femoral head/ pn 00-8018-032-02/ ln 61111775. Customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right hip revision approximately seven years post implant due to the liner shredding.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).